Manufacturer narrative:
The reported event of helix damage and failure to capture were not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. After cleaning, the full helix extension length was within specification. Visual and x-ray examination did not find any anomalies except for damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in clinic for follow up with a right atrial lead that exhibited failure to capture. Multiple repositioning attempts were made to induce capture, but remained unsuccessful. The lead was explanted and found to have helix damage. The procedure was completed successfully with a replacement lead. The patient was in stable condition.